Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced minor thrombosis and a clot formed in the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After completion of the cavotricuspid isthmus (cti) ablation a clot had formed in the sheath. An attempt was made to clear the clot by flushing the device, but it could not be determined with certainty if it had cleared. The patient had an activated clotting time (act) of greater than 300 seconds, measured at 15 minute intervals. The sheath was replaced and the procedure was completed. No medical intervention was necessary to treat the thrombosis. The device is not expected to be returned for analysis due to disposal.